Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead replacement procedure. During the procedure, after connecting the new lead, it was noted that the pacemaker exhibited loss of sensing and impedance problems. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.